Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the extension tubing has snapped - the patient pulled on it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached male luer adaptor was confirmed, but the cause is unknown. One male luer connector from a statlock extension set was the only item returned for investigation. The pvc tubing and female luer connector had separated from the male connector and were not returned for investigation. Residue was observed in the returned connector. The force required to separate the tubing from the luer adaptor is unknown since the returned sample was already damaged. Evidence of use was noted on the complaint sample, which indicates that the product was damaged while in use. The inside diameter of the connector, where the tubing was attached, was within spec. It is possible that the stress applied to the tubing and male luer adaptor during use exceeded the bond strength of the connection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tubing has snapped - the patient pulled on it.